Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material could not be identified, and the root cause of the reported event is unable to be determined. Additional information was requested but no further information was provided. However, the causes of the reported events are likely due to insufficient or inadequate reprocessing, coupled with physical stress was applied by hitting, dropping the distal end or, the glue was deteriorated by chemical stress. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additional information found during inspection and testing were; forceps channel port was deformed, grip had a scratch, scope connector cover plate was detached, the air water cylinder had discoloration, the suction cylinder had discoloration, switch box had a scratch, right/left knob had a scratch, scope connector had a scratch, due to a scratch on distal end, water tightness was lost, due to damage on k-pipe, forceps elevator does not turn down at all, connecting tube had a buckling, adhesive around objective lens had discoloration, light guide lens was dirty, the distal end was shaved, there is corrosion around l-arm, and leakage found between plastic cover and distal end. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the bowden cable of the evis exera ii duodenovideoscope was torn. Inspection and testing of the returned device revealed a problem with angulation. Additionally, the forceps elevator was found to have foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation (foreign material on forceps elevator).